Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of occlusion is listed in the prostyle instructions for use as a potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr and the tavr procedure was completed. The sutures were advanced and hemostasis was achieved. The physician took a femoral angiogram from the contralateral position per hospital standard practice and noted there was poor distal flow. A surgical cut down was performed to repair the vessel and achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.